Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during preparation of the angio-seal device, the bleeding holes were arched outside. The device did not touch the patient. A new angio-seal device was used. There was no patient harm. The patient was stable and there were no patient consequences. The procedure was a coro procedure using a 6fr sheath. Hemostasis was achieved using another device 6fr angio-seal device. A pre-deployment angiogram was performed. The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device returned for product evaluation. The locator and hemostasis sheath were returned along with the header bag. No other accessory components were returned. Visual inspection revealed that there was a kink observed on the sheath and the locator assembly at the blood inlet holes. The components were properly mated together. Upon microscopic visualization, there was blood like substances found on the blood inlet holes of both components. Slight deformation was noted at the blood inlet holes of the locator and no other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the application of an off-axis force applied during the insertion or mishandling while assembly, may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.